Manufacturer narrative:
F10 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. F10device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation.

Event description:
Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿impressions: the filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. The filter legs and penetrated through the wall of the ivc into the pericaval/mesenteric fat. Beginning at the proximal end of the filter the ivc is very small. Is no wider than the filter itself measuring only a few millimeters in diameter 3.5mm in diameter. This is compared to the more proximal portion of the ivc that measures 3cm in diameter. This is consistent with ivc stenosis and extends from the proximal end of the filter to the common iliac veins.¿

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.